Event description:
It was reported that upon interrogation, the pulse generator displayed an error message that detected erroneous parameters. The device was set to nominal settings and normal function resumed.

Manufacturer narrative:
(B)(6).